Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery measurement was not available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission report noted ¿battery voltage not measured. Run a lead impedance test to measure voltage.¿ the manufacturing representative was able to obtain the battery voltage through performance data. The device remains in use. No patient complications have been reported as a result of this event.